Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic for routine follow up, the device showed less than 3 months remaining longevity. Previous check had suggested 10 year longevity. The patient was booked for device replacement procedure. Upon interrogation, the device shows 9.5 years of longevity. Review battery voltage, battery impedance and current drain all suggested longer term battery longevity. Review of previous weeks check shows similar measurements. Previous checks prior to this incident showed stable battery depletion. Abbot technical service indicated that the device had erroneously displayed longevity of less than 3 months at the last check and suspected a diagnostic issue. No intervention has been done as the device remains implanted and will be monitored. The patient was stable and will continue to be monitored.